Event description:
The biomedical engineer (bme) reported that they had a power spike. When they got the central nurse's station (cns) running, they started having trouble accessing and storing data, and the vitals were displaying but the measurements were slightly off from what they were showing before the power issue. They were finally able to rebuild the hard drives to be fully operational in about 3 hours. However, they decided to purchase new hard drives because the drives in the cns were 9 years old. Everything is operational after replacing the hard drives. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they had a power spike. When they got the central nurse's station (cns) running again, they started having trouble accessing and storing data. Additionally, the vitals were displaying but the measurements were slightly off from what they were showing before the power issue. No patient harm was reported. Investigation summary: in a follow-up with the customer, they indicated they were able to resolve the issue by rebuilding the hard drives, however, the customer still decided to replace the hdds of the device since the hard drives were 9+ years old. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, the most probable cause of the issue is wear and tear. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use, requiring proper maintenance.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power spike. When they got the central nurse's station (cns) running, they started having trouble accessing and storing data, and the vitals were displaying but the measurements were slightly off from what they were showing before the power issue. They were finally able to rebuild the hard drives to be fully operational in about 3 hours. However, they decided to purchase new hard drives because the drives in the cns were 9 years old. Everything is operational after replacing the hard drives. No patient harm was reported. Nihon kohden continues to investigate the reported event. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter. Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4). Model: zm-521pa. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that they had a power spike. When they got the central nurse's station (cns) running, they started having trouble accessing and storing data, and the vitals were displaying but the measurements were slightly off from what they were showing before the power issue. They were finally able to rebuild the hard drives to be fully operational in about 3 hours. However, they decided to purchase new hard drives because the drives in the cns were 9 years old. Everything is operational after replacing the hard drives. No patient harm was reported.